Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2016 and mesh was implanted. Following the procedure, the patient experienced, constant, long standing excruciating groin pain since. It was reported tape was so tight it caused urinary retention, bladder outflow obstruction postoperatively and painful intercourse. It was reported that the patient had a segment of tape excised (B)(6) 2016 but with no benefit. The patient was referred to physician who excised the middle portion of the tape (B)(6) 2017 and was found to have a tight tape on tension with "roping." The urethral and vaginal wall was found to be very scarred. No additional information was provided.